Event description:
The iab would not go through the sheath. A second was inserted. (Multiple event to customer complaint number 98-00945.) Event complications: none from the event- reported 7/29/98. (Pt's current status: fine - rpt'd 7/29/98.